Manufacturer narrative:
Date of event is an approximate. Other applicable components are: product ID: 37761, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that recharger was not charging. Patient additionally stated the desktop charger would not charge. Patient stated they had not use for almost a week now because of the holiday. Patient had no pain relief and stated they depend on their device very much and needs a replacement to charge. Patient stated connector pin was loose. Patient was sent a recharger and additional information from patient stated that was not the issue. The connector pin was loose and now it had snapped off/broken. A replacement desktop charger was sent. No further complications were reported as a result of this event.

Manufacturer narrative:
The conclusion code of the recharger has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found the connector pins were broken on the cable assembly of the desktop charger medtronic, inc. If information is provided in the future, a supplemental report will be issued.